Event description:
It is reported that a customer could not upload her insulin pump. The patient's blood glucose level was at 221 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Findings: pump does download properly due to a47 alarms noted in alarm history.a47 alarms due to corrupted history files. Cracked battery tube threads and scratched display window noted. (B)(4) 2014.